Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the patient developed an infection 1 week after implantation. The patient subsequently passed away despite the removal of the device system. No further information was reported.